Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents on edge and minor stains under the cover glass. A definitive root cause could not be identified. Based on the results of the investigation, the device has "poor image" due to the image being dark on the sides. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during preparation and prior to sedation, the rigid videoscope had poor image. There were no reports of patient harm.

Manufacturer narrative:
E2, e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during preparation and prior to sedation, the rigid videoscope had poor image. There were no reports of patient harm.